Manufacturer narrative:
We received a medwatch reports from the FDA , but neither the reporter nor the FDA would or could provide any information that would allow us to conduct a meaningful investigation. We are therefore filing an MDR based on the medwatch but cannot make any determination as to whether the reported event actually happened, and if it did whether it involved our products, and if it did whether those products actually contributed to the reported event. Medwatch report mw5148598.

Event description:
On 19-dec-23, nurse assist received a medwatch report via e-mail of the following event description from medwatch report: surgical site infection/sepsis due to possible contaminated sterile water exposure. Nurse assist sterile irrigation water possibly used in cardiac surgery which resulted in surgical site and blood stream infection with serratia marcescens. 3 sterile site cultures collected on (B)(6) 2023 during incision and drainage, sternum with debridement all grew serratia marcescens. Initial surgery 11/7. Blood cultures collected on (B)(6) and (B)(6) also grew serratia.